Manufacturer narrative:
Update 4/10/2017 - upon examination of the returned device, the impactor was found to be just cracked instead of broken as reported. This is not a reportable malfunction. Product was reported in error.

Event description:
Update 4/10/2017 - upon examination of the returned device, the impactor was found to be just cracked instead of broken as reported.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The fb tibial tray impactor is broken.